Manufacturer narrative:
The reported complaint is non-verifiable. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be verified. The instructions for use (IFU) identifies stenosis as a potential complication associated with use of the device. Source: el naamani, kareem, et al. "Comparison of flow-redirection endoluminal device and pipeline embolization device in the treatment of intracerebral aneurysms." Neurosurgery (2022): 10-1227.

Event description:
As reported through the journal article titled "comparison of flow-redirection endoluminal device and pipeline embolization device in the treatment of intracerebral aneurysms", this is a retrospective review of aneurysms treated with ped and fred devices between 2018 and 2021 at one institution. The study cohort comprised 150 patients with 150 aneurysms, including 35 aneurysms treated with fred and 115 treated with ped. All the complications in the fred group were cases of mild in-stent stenosis. Table 2: comparison of primary and secondary outcomes between unmatched fred and ped cohorts indicated 5 patient's with in-stent stenosis with one of the patient's requiring retreatment. The table indicated that the complete occlusion at 6 months occurred for 17 of the 33 patients with results available at 6 months.